Event description:
It was additionally reported that the device was in use for joint injections in the knee with the drug orthovisc. The plastic part at the base of the needle broke causing the needle to stay in the patient's knee. The needle was able to be removed without harm.

Manufacturer narrative:
Additional information regarding the event has been requested, but not yet received.

Event description:
It was reported that the needle of a jelco® hypodermic needle-pro® device "broke off". It was noted that an adverse event occurred, however details of the event were not provided.

Manufacturer narrative:
One box with 25 sealed jelco® hypodermic needle-pro® devices was received for investigation. Visual inspection of the devices did not reveal any defects or anomalies. No breakage or bent components were observed. A possible explanation for what the reporter described as "the needle broke off" may have occurred as a result of not tightening the needle to the needle-pro® and the needle-pro® to the syringe prior to use. Functional testing was performed and no leaking, separation, or breakage of the components were observed. The complaint was not confirmed, and no root cause was determined.